Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (did not pass incoming testing) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was contamination on the response button switch. The root cause for the contamination could not be positively identified. There is no indication that the device malfunction caused or contributed to an adverse event.

Event description:
The monitor was returned for investigation and did not pass incoming testing.